Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing in the primary sense vector. This resulted in the delivery of an inappropriate shock. Testing was performed and the vector was changed. Additional information was received which reported that another inappropriate shock was delivered due to noise and oversensing. Troubleshooting was performed which reproduced noise with patient movements. The s-ICD system would be replaced with a transvenous system in the future. No adverse patient effects were reported. The system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing in the primary sense vector. This resulted in the delivery of an inappropriate shock. Testing was performed and the vector was changed. Additional information was received which reported that another inappropriate shock was delivered due to noise and oversensing. Troubleshooting was performed which reproduced noise with patient movements. The s-ICD system would be replaced with a transvenous system in the future. No adverse patient effects were reported. The system remains in service. Additional information was received which reported that the s-ICD was later explanted and replaced with a transvenous system. This electrode was unable to be removed; therefore, it was cut and a portion would be returned. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Only the distal segment of the electrode was returned; severed approximately 39.2 centimeters (cm) from the tip end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the returned electrode segment found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing in the primary sense vector. This resulted in the delivery of an inappropriate shock. Testing was performed and the vector was changed. Additional information was received which reported that another inappropriate shock was delivered due to noise and oversensing. Troubleshooting was performed which reproduced noise with patient movements. The s-ICD system would be replaced with a transvenous system in the future. No adverse patient effects were reported. The system remains in service. Additional information was received which reported that the s-ICD was later explanted and replaced with a transvenous system. This electrode was unable to be removed; therefore, it was cut and a portion would be returned. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Only the distal segment of the electrode was returned; severed approximately 39.2 centimeters (cm) from the tip end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the returned electrode segment found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.